Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was born in 1923. Reported event of clip difficult to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly was mashed onto bushing and could not be deployed from the catheter. The clip prongs could not be opened or closed, and they were not locked into the capsule. The coil was bent and kinked at the proximal end. A kink was also noted in the control wire. The over sheath was torn and stretched. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasp and lock onto tissue but was difficult to release from the catheter to deploy. The user manipulated the device and eventually the clip detached from the catheter. No damaged was noted with the device or its packaging prior to use. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasp and lock onto tissue but was difficult to release from the catheter to deploy. The user manipulated the device and eventually the clip detached from the catheter. No damaged was noted with the device or its packaging prior to use. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.